Event description:
It was reported that the patient was diagnosed with obstructive sleep apnea with a polysomnography test. It was noted that they will see if programming adjustments can be made prior to starting CPAP and/or undergo 2nd psg test. No additional relevant information has been received to date.